Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the fluoro functions printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9800 system camera would not function properly. No patient injury was reported.